Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer reported via phone call that he received a battery error alarm and that his blood glucose has been high ever since. The customer's blood glucose at the time of incident was 400 mg/dl, and at the time of the phone call his blood glucose was 500 mg/dl. The customer stated that he experienced dry mouth and excessive urination due to the high blood glucose, and that he treated his glucose level with manual insulin injections. Troubleshooting was initiated to inspect the insulin pump, and the customer discovered that the drive support cap was sticking out. The customer did not recall any significant events leading to the damaged drive support cap. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.